Manufacturer narrative:
Weight: information was not provided. Product lot # not provided. Health professional & occupation: information was not provided. Product lot # not provided, therefore manufacture date is unknown. No sample has been returned to 3m for evaluation. Root cause of reported issue could not be established. The 2-year complaint history was reviewed for product's global sales code of szp. Product lot number was not provided. Review of complaint history found no trends. 3m will continue to monitor.

Event description:
The (B)(6) year old caucasian male customer reported that he applied the referenced tape, in the evening, on the back of his calf area to secure gauze over a wound. Prior to application, neosporin® was applied on the wound area. The customer reported that the wound was a precancerous skin area which had recently been frozen, turned into a liquid bubble and burst. The tape was applied once and worn for several hours. The customer alleged that he noticed a skin reaction had occurred during tape removal the following morning. He alleged a severe allergic reaction was visible everywhere the tape touched his skin. He alleged that the skin area at the tape application site turned bright red, swelled approximately 0.5-0.7 mm high and oozed liquid. The customer reported that he had allergies to multiple, unspecified chemicals. He reportedly experienced swelling in past with bee interactions and experienced skin reactions from spider bites. The customer visited a dermatologist for the reported symptoms. The doctor prescribed clobetasol propionate cream 0.05% to use for several weeks. The doctor reportedly advised the customer that the symptoms could last anywhere from 4-6 weeks. The customer reported that he applied the prescribed cream for two days, saw no visible change and stopped use. The customer left the skin alone and applied neosporin® intermittently. He reported that the reaction was still visible and slightly pink one month post-incident.